Event description:
It was reported that no audio output occurred. The episode occurred on the 10th day of sensor use after it was inserted into the abdomen. On the day of the event, while running errands, the patient knew she had to replace her sensor, but had until 4:30pm. While in her car, she did not hear an alert or alarm for hypoglycemia. She noted that she set up the alarm so she can hear it even at dead sleep. While in the car, she was listening to some music; however, it was not that loud. The patient experienced confusion and passed out in the car. A policeman saw her inside and called 911. The cgm value at that time was not specified nor clarified. Upon emergency medical services (ems) arrival, the bg was 28 mg/dl and the cgm value was not specified nor clarified. The hypoglycemia was treated with IV glucose water. After treatment, the bg was 68 mg/dl and the cgm value was the same. Upon arriving at the hospital, they put in an IV. Her vitals and EKG were normal and her bg was normalizing. The patient was given carbohydrates and discharged. The patient went home and changed her sensor. At the time of the report, the patient was doing fine and stated she had some bruises from the IV that was inserted while she treated 2 weeks prior. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.